Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and non-malignant pain. It was reported that the patient¿s ins would not hold a charger for more than 24 hours. External factors that may have contributed to the issue was that the patient stated that they have had ¿trickle charges¿ in the past. They stated that they had two of these. The rep could not interrogate the ins as their ins was discharged. The patient was going to continue to use their ins and charge accordingly, but would like to have their ins replaced. The issue was not resolved at the time of the report. No surgical intervention has occurred and it was asked but would not be made available if the patient is planning on having any surgical intervention (unknown). It was reported the event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the issue had not been resolved and the representative had not had a chance to interrogate the ins. The patient was instructed to charge normally. No further information was provided. No further complications were reported/anticipated.